Event description:
The reported description of this complaint notes that the bedside monitor initially reported that no sounds were being produced, although now it is reported that the alarm tones are distorted. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.